Event description:
It has been reported to philips that during the replacement of a monitor, the monitor fell to the ground. No patient or user harm has been reported. Philips has started an investigation for this complaint.

Event description:
It has been reported to philips that during the replacement of a monitor, the monitor fell to the ground. No patient or user harm has been reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Corrected data: (device) problem code. Philips has investigated this complaint. Based on the information collected, the philips engineer was replacing the flexvision monitor (56¿) using a lever hoist tool. The monitor was removed from its frame and when it was lowered with the lever hoist tool, the hoist chain slipped and the monitor fell. The lever hoist tool was returned to philips for technical analysis. No fault was found. Philips confirmed that there was no harm to the engineer.